Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. On an unreported date, the patient experienced congestive heart failure (chf). Treatment was not reported. The patient died due to chf. The patient was not hospitalized prior to the death. Pd therapy was ongoing until the time of death. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). As the device was not returned and the serial number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The patient was born in (B)(6). If additional relevant information is received, a supplemental medwatch will be filed.